Event description:
Bracco CT power injector syringe failed during injection for coronary computed tomography angiography (ccta) exam. As per normal practice the syringe was visually checked prior to inserting into the power injector. No flaws were detected at this time and the CT tech had no issues attaching and filling syringes. During injection of isovue 370 for bolus tracker at 5.5cc/sec, a loud pop was heard. The CT tech, stopped the injection immediately and went in room to check on patient. There was no harm to patient. The tech then noticed the broken syringe hanging by the attached tubing. New syringe was opened and used to complete exam. Exam completed without further incident.